Event description:
Dr. Attempted to use product to dissect uterus out for supracervical hysterectomy. Appliance immediately malfunctioned. Bleeding ensued. Reporter left room to get a different model to cauterize with. Was able to complete case with a blade (harmonic) instead. Slowed dissecting time.